Event description:
A customer reported a cartridge alarm 20 with their pump, but it did not cause any adverse impact on their blood glucose levels. Tandem technical support resolved the issue by arranging to replace the pump since it was still under warranty, and provided instructions to the customer for returning the faulty pump. The customer would use multiple daily injections (mdi) as a temporary insulin delivery method and was informed about receiving a pump with updated software.